Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter had inadequate cutting action during a procedure. The cutter was replaced and the procedure was completed without further incident. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for evaluation. A supplemental report will be submitted when the evaluation is complete. The sterilization and lot history records for this device were reviewed and found to be acceptable. Report 1 of 4.